Manufacturer narrative:
Product complaint # (B)(4). Batch # r5c11v. Device evaluation summary: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: if available, please provide the lot number of the device. No lot number available what were the indications for surgery? Right hemi colectomy. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, absolutely. Was resistance felt after dialing down the adjusting knob? No. Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? Were the donuts inspected? If so, please describe. Yes, there were two complete donuts. Distal and proximal. How was integrity of the anastomosis confirmed intra-operatively? The integrity was strong. Did the patient present with bloody bowel movements? No. Was the patient still in the hospital when the low hemoglobin was identified? Yes. What was the patient¿s hemoglobin level? Don¿t know. Was the site of bleeding identified? Not during the scoping afterwards, the confirmation came from the hemoglobin. Was a transfusion required? No. What medication was prescribed? Yes, titrating (to constantly adjust the pharmacological pharmaceutical. Unknown which medications were prescribed. Was any other intervention required? If so, please explain. No. What is the current status of the patient? The patient was fine, the patient went home. What was the reason for saving the device following the procedure? The devices now have been kept postoperatively until day four or five when the patients are then fine or not fine and then the devices are sent in or not sent in depending on if issues like post op bleeds occur.

Event description:
It was that the doctor performed a right hemicolectomy, performed extracorporeally, where the bowel was brought outside the patient to perform the anastomosis. Because the tissue was thinner, the doctor had to dial the stapler all the way down to the lowest staple height. The doctor followed all steps, per the instructions for use. The doctor verified there was no leaks or bleeding before completing the procedure. Three days post op, the patient reported low hemoglobin. The patient was not admitted for surgery but was prescribed medication to control bleeding.